Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient¿s symptoms were pretty much getting to where they were before. The patient did not feel stimulation and the therapy was off. It was reviewed that the therapy needed to be on for it to be effective. The patient turned the therapy on and was on program 4 at 2.2v, but stimulation was too high and the patient decreased to 1.9v. It was noted the situation was resolved and suggested that the patient contact their healthcare provider (hcp) if the problem persists. No further complications were reported/anticipated. Additional information from the patient reported for some reason the stimulator was off. The patient stated that it was working fine at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.